Event description:
Pt had initial surgery (B)(6) 2010 and received the spinal implant with pedicle screws. Subsequently, at an unk date, pt took a fall. Pt reported they had recently gone to a pain mgmt dr and he had x-rays taken that showed the two broken screws. Pt returned to the original surgeon who performed a revision of the hardware (B)(6) 2012.